Event description:
The cath rapid transt dual mrkrs microcatheter was blocked. Finally, the doctor used another microcatheter to complete the procedure.

Manufacturer narrative:
The product was received, but the analysis was not completed. Additional information will be submitted within 30 days of receipt.